Event description:
It was reported to baxter that a flogard pump was not functioning. Patient involvement is unknown at this time, although no patient injury was reported at the time of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem of "pump does not function" was confirmed via sample evaluation as alarm f38. The cause was determined to be damaged force sensing resistors. The force sensing resistors were replaced to fix the problem. A service history review was performed revealing there were not previously reported "problems that were same as or similar to the event reported".

Manufacturer narrative:
(B)(4).